Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the hysteroscopy, a piece of the loop (re-usable resection loop, no article number available) broke off and remained inside the patient. Current patient condition: need to retrieve and locate the broken piece. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Additional information is provided in section b5, d1, d2a, d2b, and d4. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was confirmed that the broken part has been recovered from the patient.

Manufacturer narrative:
Result of investigation: upon inspection of the item, it was determined that the cutting loop was broken or partially melted. The nature of the damage clearly indicates severe thermal stress, which caused the wire to burn through or melt. The damage identified during the technical investigation is highly likely to indicate improper use of the item. The analysis of the fracture pattern and the thermal and surface changes shows no signs of design or manufacturing defects. The documented abnormalities- including thermal overload, contamination, and traces of corrosion- suggest that the article may not have been prepared or used in accordance with the instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).